Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine") and hypoaesthesia ("numbness in right leg"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and hypoaesthesia had resolved and the genital haemorrhage, menorrhagia, psychological trauma and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse),apareunia, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, fatigue, hormonal changes, migraine, headaches, nausea, dental problems, numbness in right leg. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: information received in fu2 06sep2019 ,events other injuries/symptoms: fatigue, hormonal changes, headaches, nausea, dental probs deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental probs.") And hypoaesthesia ("numbness in right leg") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and hypoaesthesia had resolved and the genital haemorrhage, menorrhagia, psychological trauma, fatigue, hormone level abnormal, migraine, headache, nausea and tooth disorder outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and tooth disorder to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse),apareunia, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, fatigue, hormonal changes, migraine, headaches, nausea, dental problems, numbness in right leg. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received events pelvic/abdominal pain, dyspareunia (painful sexual intercourse),apareunia, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, fatigue, hormonal changes, migraine, headaches, nausea, dental problems, numbness in right leg" were added. Outcome of events pain were updated as recovered. Lab data and reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), hypoaesthesia ("numbness in right leg") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and hypoaesthesia had resolved and the genital haemorrhage, menorrhagia, psychological trauma, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of insertion dates-(B)(6) 2010 and (B)(6) 2020 patient received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse),apareunia, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, fatigue, hormonal changes, migraine, headaches, nausea, dental problems, numbness in right leg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, and pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event abnormal bleeding (vaginal) was added. Essure lot number was added. Patient demographics and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), hypoaesthesia ("numbness in right leg") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and hypoaesthesia had resolved and the genital haemorrhage, menorrhagia, psychological trauma, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy of insertion dates-(B)(6) 2010 and (B)(6) 2020 patient received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse),apareunia, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, fatigue, hormonal changes, migraine, headaches, nausea, dental problems, numbness in right leg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.